Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the perfusionist (ccp) received a "battery needs service" error message on the system one unit. The device was not change out, as the unit was still functioning and they had plenty of battery power. The ccp finished surgery with the suspect unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.